Event description:
The customer reported that the unit fails to charge and the pins on the battery pca are damaged.

Manufacturer narrative:
The customer reported that the unit fails to charge and the pins on the battery pca are damaged. The unit was evaluated at philips, and the symptoms were verified. Replacing the battery pca resolved the issue.